Manufacturer narrative:
The device was disposed of by the customer. Device was discarded by the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the manifold of the rover clogged. As the tubing was moved to a different port on the device, surgical waste splattered on two employees and the sterile drape, however no waste was exposed to the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the manifold of the rover clogged. As the tubing was moved to a different port on the device, surgical waste splattered on two employees and the sterile drape, however no waste was exposed to the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.